Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon noticed to combine mistakenly the mrh knee fem xs lft and the mrhk fem distal blk after the surgery. He has no revision plan for this event at this time."